Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb was clogged/blocked. The following information was provided by the initial reporter: "my staff have drawn up vaccines, and then have been unable to push the diluent into the next powder vial. Sometimes when they have attempted to force it up the complete device comes off. We have only noticed it with this specific lot number." Customer response: no major harm is done to the patient. Nurse punctured patient with needle, but then unable to administer vaccine through needle. The needle flew off vaccine due to pressure build up. This happened 3 times to different patients before staff recognized the pattern. No photos were taken.

Event description:
Imdrf codes must be updated.